Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an infection under the lifevest equipment. Patient described the area as a fungal infection in the area of the therapy electrodes. There was no alleged device malfunction contributing to the infection. The patient¿s physician prescribed hydrocortisone and ciclopirox for the infection. Outcome of the infection is unknown.